Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2026-00137.

Event description:
It was reported that an incompass driver and two-pronged bit fractured intra-operatively while removing previously installed screws. There were no patient or procedural impacts.this is report two of two for this event.